Event description:
Customer did not know the cause of the low blood glucose level; however, stated that it was not due to the pump or supplies.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a malfunction 0 code during "normal pumping." Tandem technical support assisted the customer with resetting the pump. The malfunction code did not reoccur. The customer's blood glucose (bg) level was 67 mg/dl and food was consumed to address the low bg level. Although requested, the cause of the low bg was not provided.